Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump gave several motor error alarms during bolus deliveries. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. It was also stated that the customer was hospitalized with a high blood glucose of 600 mg/dl. Nothing further was reported.